Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the kink near the pusher assembly mid-joint. During the functional test, the device was unable to be advanced from its returned position due to the kink in the pusher assembly and no further functional testing could be performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance out from the starting position with its introducer sheath. Therefore, it was removed. The procedure was completed using new ruby coil lps and packing coil lps. There was no report of an adverse effect to the patient.